Event description:
The hcp reported, that a pump memory error was displayed on the current pump settings, but the pump memory error didn't stop the infusion mode. The infusion mode continued to display simple continuous; the pump low reservoir alarm should have been occurring because the reservoir volume was 1.2 ml, and the alarm volume was set at 2 ml. After the update, the pump status didn't display the memory error, and all the infusion data, pump model number, calibration constant, and reservoir volume were correct. No patient symptoms were reported. The reporter did not provide patient identifiers and would not provide the programming strips for additional review as "it wasn't necessary." The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.